Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted approximately two years ago. The aus recently stopped performing as expected; therefore, the patient experienced recurring incontinence. The patient underwent a replacement surgery and all components were removed and replaced. A pinhole was discovered in the pressure regulating balloon. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.